Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the coupling was caused by a poor/old antenna and was resolved with a new one. The depletion and heat issues were unresolved and ongoing. The patient was going to see the hcp for evaluation.

Event description:
The manufacturer representative (rep) called and conferenced on pt rep (mother of patient). The rep and pt rep reported poor coupling while recharging the implant the last 2-3 weeks. Pt rep said that implant battery was depleting quicker than it had before. Implant battery used to last 4-7 days and now was only lasting 1-2 days. Pt rep said no changes to settings recently, last time pt saw healthcare provider (hcp) was last july. Pt rep said pt's settings were as high as they could get them to go and pt's therapy had been at that setting for a while, before pt noticed any changes in how quickly their battery depleted. Pt would randomly feel that implant site was hot. Pt has dystonia and is non verbal but is complaining of implant being uncomfortable. No falls/traumas reported. Patient services (pss) emailed repair to send replacement recharger antenna for poor coupling. Ps redirected pt rep to hcp for other issues.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Concomitant products: product ID 37791 product type: 0213-recharger; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.